Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for the review. The first photo shows a partial view of the drainage catheter hub; however, the photo is very blurred, and a fracture of the catheter hub is noted. The second photo consists of three photos shared within a text box, each showing a partial view of the drainage catheter hub, where a fracture is noted on the catheter hub. The third photo shows a partial view of the implanted drainage catheter, in which a fracture of the catheter hub is noted. Therefore, the investigation is confirmed for reported fracture issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There was no reported patient injury.